Event description:
The customer's son reported via phone call that the customer had several low blood glucose events due to the max bolus being delivered. It was also reported the customer was hospitalized on (B)(6) 2015 for low blood glucose. The customer's blood glucose was 25 mg/dl at the time of admission. The son stated the customer has been experiencing low blood glucose for the past week. The customer's current blood glucose was 222 mg/dl. The customer was treated with glucose through an IV and food for their blood glucose. The perceived cause of the customer's low blood glucose was unknown. It was also found the customer's dates were incorrect while checking their daily total. The customer's drive support cap appeared to be normal. It was also found the customer had a check settings alarm on their insulin pump. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.